Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The fse for the distributor went to the site and changed the boards but still was not able to get the imaging system to boot. The medtronic representative arrived on site on march 2, 2017 and reconnected connections of atp board. Also he observed that the fse for the distributor had not swapped u18 from old board. The medtronic representative, with help, checked and confirmed continuity between j2 of atp and j5 of system control board. On restart, system resumed to normal functionality. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A distributor field service engineer reported, that during x-ray and battery replacement, he observed that the generator was unable to boot up. An order for atp console and stand alone boards was placed. There was no patient present when this issue was identified.